Event description:
Caller reported a malfunction on the pump, specifically displaying malfunction code malf 0. There was no information provided regarding any adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump, which successfully resolved the issue, as the malfunction code did not recur. Customer was advised to continue using the pump and to contact technical support if the issue reappears.